Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that patient's atrial and right ventricular left bundle (rvlb) lead exhibited loss of capture and decreased sensing. High threshold was noted on patient's left ventricular (lv) lead. It was further noted from x-ray and echocardiogram that all leads were dislodged, and patient's implantable cardioverter defibrillator (ICD) was migrated. It was also noted that patient experienced pericardial effusion and cardiac tamponade due to rv lead dislodgment. Pericardiocentesis was performed. The atrial, rvlb, lv and right ventricular lead and device was explanted and replaced. The patient was stable.